Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately in (B)(6) or (B)(6) 2024, the patient experienced a stoma site infection with pus due to klebsiella bacteria. The patient was treated with intravenous antibiotics and the tubing was removed on (B)(6)2024. The patient's relative also reported that the patient initially had a pulmonary embolism in (B)(6) 2024 in which he believed to be a possible symptom that can be caused by klebsiella bacteria. The patient experienced a drop in spo2 saturation and experienced cyanosis. It was unknown how the klebsiella bacteria was diagnosed. At the time of report, the patient was doing better but still in recovery. It was unknown if the patient had the stoma infection with klebsiella bacteria prior to the pulmonary embolism.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.